Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted. A copy of the user facility medwatch report is attached to this manufacturer's report for reference. Additional information from the voluntary report: event date: 2009. Shiley tracheostomy tube.

Event description:
It was reported in an email that an 8dct tracheotomy tube outer cannula separated from the hub and neck flange. In a follow up call made to the reporter in the email, it was further reported the respiratory therapist could hear a hissing sound prior to starting tracheostomy care and discovered the break and changed the tracheostomy tube. At this time, the reporter faxed a copy of their user facility medwatch report which stated the same information. Additional text from the voluntary report: #8 shiley dct tracheostomy tube outer cannula separated from the hub and the neck flange dislodging the inner cannula and causing an audible leak. Trach was replaced before causing deterioration in pt. This same type of incident occurred with shiley #6 dct tracheostomy tube in late 2006 and with #8 dct in 2008.